Manufacturer narrative:
On (B)(6) 2017, a tandem clinical diabetes specialist reported that the high bg was discussed with the customer and after changing out the infusion set, the high bg was resolved. Different types of infusion sets were discussed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 462 mg/dl and the ketone level was large. The infusion set was changed twice and an insulin injection was administered to address the bg level. The customer declined tandem technical support's offer to troubleshoot.